Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assemble and system pca were replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" condition occurred caused by the device's blower motor. The blower motor was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to be a short in the hall sensor circuitry due to a soldering issue.